Manufacturer narrative:
As a result of review of the complaint file, this report contains updates to the evaluation result and conclusion codes and the product event summary to more accurately reflect what is in the complaint file. Product event summary: the controller was returned for evaluation. One battery was not returned for evaluation. A review of the manufacturing documentation confirmed that the associated battery met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. A visual inspection of controller under 10x magnification revealed hairline cracks around power port one (1). An internal inspection did not reveal evidence of fluid ingress. The observed hairline crack is not related to the reported event. Based on an investigation conducted under an internal investigation, the root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Even though this investigation is closed, (B)(6) falls within the bounds of this investigation. Additionally, visual inspection revealed contamination on both the power ports one and two (1 <(>&<)> 2), likely due to handling of the device. Functional testing of the controller revealed that "no power" alarm has sounded for only two minutes when both power sources were disconnected. Evaluation of the internal nickel-metal hydride (nimh) battery revealed that one of the cell's voltage level was below what was expected. Additionally, internal inspection revealed that the internal battery cells were swollen. After replacing the battery, the controller performed as intended. Log file analysis revealed that the controller in use during the reported event, the controller, contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of data log file revealed multiple premature power switching events due to momentary disconnections involving the battery within the analyzed period. Additionally, log files also revealed three (3) controller power up events on (B)(6) 2020 at 15:25:56 and on (B)(6) 2020 at 13:46:51 and 14:46:04. The controller was without power 11 seconds, 16 seconds and 24 seconds respectively. Analysis of alarm log files revealed one (1) controller fault alarm on (B)(6) 2020 at 14:30:23, due to internal battery failure and several power disconnect alarms involving the battery were logged since (B)(6) 2020, due to a cell under voltage. During the power disconnect alarm a safety alert word (saw) value was recorded indicating that a cell pair depleted below a voltage threshold. Additionally, log files revealed that the controller was in use for more than two (2) years. As a result, the reported unexpected loss of power, premature power switching, controller fault alarm, and power disconnect alarm events were confirmed; however, the reported communication error event could not be confirmed. There is no evidence of power source lubrication procedure performed on the associated batteries. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power source. The most likely root cause of the reported premature power switching event can be attributed to momentary disconnections between the controller and batteries. An internal investigation evaluated momentary disconnections. The most likely root cause of the reported controller fault alarm event can be attributed to a faulty internal nimh battery. An internal investigation was initiated to investigate this issue. Based on the available information, a possible root cause of the reported power disconnect alarm event could be attributed, but not limited, to a battery malfunction. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the controller was returned for evaluation. The battery was not returned for evaluation. A review of the manufacturing documentation confirmed that the associated battery met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. A visual inspection of controller under 10x magnification revealed hairline cracks around power port one. An internal inspection did not reveal evidence of fluid ingress. The observed hairline crack is not related to the reported event. Based on an investigation conducted under CAPA pr00381374, the root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Even though this CAPA is closed, the controller falls within the bounds of this CAPA. Additionally, visual inspection revealed contamination on both the power ports one and two, likely due to handling of the device. Functional testing of the controller revealed that "no power" alarm has sounded for only two minutes when both power sources were disconnected. Evaluation of the internal nickel-metal hydride (nimh) battery revealed that one of the cell's voltage level was below what was expected. Additionally, internal inspection revealed that the internal battery cells were swollen. After replacing the battery, the controller performed as intended. Log file analysis revealed that the controller in use during the reported event, contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of data log file revealed multiple premature power switching events due to momentary disconnections involving the battery within the analyzed period. Additionally, log files also revealed three controller power up events on (B)(6) 2020 at 15:25:56 and on (B)(6) 2020 at 13:46:51 and 14:46:04. The controller was without power 11 seconds, 16 seconds and 24 seconds respectively. Analysis of alarm log files revealed one controller fault alarm on (B)(6) 2020 at 14:30:23, due to internal battery failure and several power disconnect alarms involving battery were logged since (B)(6) 2020, due to a cell under voltage. During the power disconnect alarm a safety alert word (saw) value was recorded indicating that a cell pair depleted below a voltage threshold. As a result, the reported unexpected loss of power, premature power switching, controller fault alarm, and power disconnect alarm events were confirmed; however, the reported communication error event could not be confirmed. There is no evidence of power source lubrication procedure performed on the associated batteries. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power source. The most likely root cause of the reported premature power switching event can be attributed to momentary disconnections between the controller and batteries. CAPA pr00389403 investigated momentary disconnections. The most likely root cause of the reported controller fault alarm event can be attributed to a faulty internal nimh battery. Based on the available information, a possible root cause of the reported power disconnect alarm event could be attributed, but not limited, to a battery malfunction. Additional products: d4: serial #: (B)(6), h3: yes. H6: FDA method code(s): 3331, 4112, 4114. H6: FDA results code(s): 131, 3213. H6: FDA conclusion code(s): 12, 4307. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 28-feb-2017 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, mfg date: 29-feb-2016, labeled for single use: no, (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller was defected. The controller exhibited several unexpected controller power losses, a controller fault alarm, power switching and a ventricular assist device (vad) disconnect alarm. The battery exhibited communication error with several associated power disconnects alarms. The battery remains in use and the controller was exchanged. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient was hospitalized. The controller was defected. The controller exhibited several unexpected controller power losses, a controller fault alarm, and power switching. The battery exhibited communication error with several associated power disconnects alarms. The battery remains in use and the controller was exchanged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for a correction. Corrected fields: h1 type of report: updated to serious injury. B5 event description was updated additional codes: imf code was updated to f08 b1 adv event/product problem updated this regulatory report is being submitted as part of a retrospective review and remediation per d00595827 due to an FDA audit observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.